Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. It is suspected that the broken pin as well as the bent pushrod were bent by overload. No further measures will be initiated. The instrument in question will be scrapped by us unless any other instructions are received from you within (B)(4) weeks.

Event description:
It was reported that during a cholecystectomy under laparoscopy, the applier broke whilst closing the jaws. Clinical consequences: no consequence for the patient because all the pieces of the screw that fell in him were removed by the surgeon. A piece of the screw was immediately removed by the surgeon and the other piece of the screw was removed using an image intensifier control.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy under laparoscopy, the applier broke whilst closing the jaws. Clinical consequences: no consequence for the patient because all the pieces of the screw that fell in him were removed by the surgeon. A piece of the screw was immediately removed by the surgeon and the other piece of the screw was removed using an image intensifier control.